Event description:
It was reported that no alert/notification occurred. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause was determined to be the setting on the knox portal for samsung a15 phones installed with knox mdm software. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem, additional information. H2 type of follow up: additional information. H3: device evaluated by mfg, additional information. H6: additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.